Event description:
Allergan aesthetics received additional information that the patient underwent corrective liposuction and presented with recurrence of paradoxical hyperplasia (ph) to the abdomen and flanks.

Event description:
Allergan aesthetics received additional information from the patient alleging a diagnosis of diastasis recti as a result of complications from the coolsculpting treatment.

Manufacturer narrative:
Diastasis recti is separation of the abdominal muscles, usually due to pregnancy, significant weight gain or excessive strain on the core muscles. No additional information received regarding any treatment or medical intervention has been received, therefore this event it being reported conservatively. If additional details are received a follow up report will be submitted.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, mid and lower abdomen on (B)(6) 2018 and to the bilateral flanks, upper, mid and lower abdomen on (B)(6) 2022 using the elite curve 150 applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2024 by a medical professional.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.